Manufacturer narrative:
Intuitive surgical inc. (Isi) received the cannula seal for failure analysis investigation. The unit was analyzed and have bending at the distal tip of the accessory, the end which instruments exit the cannula from. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the accessory or inadvertent collisions with other objects or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the cannula seal was defective. It was unknown if fragments fell inside the patient.